Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00040. Device 2 is being reported under MDR 2247858-2019-00042. Patient age updated per FDA request received on june 21, 2019. Information requested and confirmed that the patient's age was 92 years.

Event description:
"Death: (B)(6) 2019: tevar was performed for a dissecting aortic aneurysm and the relay plus devices were implanted. During the procedure, no endoleak was observed. (B)(6) 2019: the patient suddenly lost consciousness and passed away, although the patient seemed to be recovering without any problems. The physician guessed that cause of the death was possibly due to either rtad (retrograde type a dissection) at the proximal side or sine (stent graft induced new entry) at the distal side. According to CT scanning without contrast media, no abnormality was observed at the proximal side. Therefore, the physician's speculation was that sine might be the possible cause of the death. " patient outcome: "the patient passed away."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00040. Device 2 is being reported under MDR 2247858-2019-00042.

Event description:
"Death: on (B)(6) 2019: tevar was performed for a dissecting aortic aneurysm and the relay plus devices were implanted. During the procedure, no endoleak was observed. On (B)(6) 2019: the patient suddenly lost consciousness and passed away, although the patient seemed to be recovering without any problems. The physician guessed that cause of the death was possibly due to either rtad (retrograde type a dissection) at the proximal side or sine (stent graft induced new entry) at the distal side. According to CT scanning without contrast media, no abnormality was observed at the proximal side. Therefore, the physician's speculation was that sine might be the possible cause of the death. " patient outcome: "the patient passed away."